Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 15-105054, cup, lot # 532150; item # 11-173661, femoral head, lot # 777660. Report source: legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-05244, 0001825034-2018-05245.

Event description:
It was reported that during a revision surgery a patient suffered from a blood loss of 2500 ml. No further complications from the blood loss were reported in the op notes. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision op notes which indicated the patient experienced 2500 ml blood loss. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.